Manufacturer narrative:
The customer did not request svc to examine the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The surgeon stated he heard an occlusion bell and stopped phaco. The surgeon noticed the corneal burn and used 2-3 sutures to close the wound. Additional info received from the surgeon's office stated the pt is perfectly well.